Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited reproducible noise on the rate/sense and shock electrograms while the patient performed isometrics. A guidant technical services consultant discussed that the cause for the noise could be diaphragmatic oversensing, a loose setscrew, or the high voltage leads being reversed in the device header. There were no patient symptoms reported with this clinical observation. However, the oversensing of noise did result in pacing inhibition.